Event description:
The user facility reported that during a coronary angiogram with percutaneous coronary intervention (pci), the physician was engaged in the right coronary artery with a runthrough ns extra floppy wire. The anatomy was very tortuous; however, the wire navigated the vessel well distally. The patient received a balloon angioplasty over the runthrough wire in the mid right common femoral artery (rca). Then, while the physician was trying to advance the balloon farther down the artery, it formed a knot at the distal end of the wire and could not be removed from the vessel. While attempting to remove, the distal end of the wire where the knot formed broke off in the vessel. The physician then decided to place a stent over the part of the wire that broke off in the vessel. The wire was successfully trapped in place resulting in a good outcome. There was no blood loss. Additional information was received on 18mar2025: the tip of the wire was left in place, and a stent was placed over the wire to secure it in the vessel. The patient was stable.